Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 545 mg/dl. Customer stated that the insulin pump had an external flash error alarm. The reservoir will return for the analysis.

Manufacturer narrative:
The pump alarmed external flash crc error during the self test due to faulty mother board. Pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.